Event description:
Reported as "sometimes suddenly stops stimulation. Device needed to be reprogrammed when passing anti-theft detector. Patient sustained injury from fall as a result of this event." No further information on this patient or device is available from foreign reporter.